Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing discomfort at the implantation site of evoke closed loop stimulator (cls). The patient was prescribed medication, which did not resolve the reported symptom. The patient did not want the cls to be repositioned to address the reported discomfort, as a result, the scs system was explanted.

Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. The cause of the reported discomfort could not be established. Persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.